Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 3/16/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Initial reporter phone: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old patient underwent breast augmentation revision with a mentor memorygel breast implant 250cc gel prosthesis. Capsular contracture baker grade ii on the left breast prosthesis was diagnosed intraoperatively through ultrasonography. As a result, the patient underwent unilateral removal and replacement with a mentor memorygel breast implant gel prosthesis on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old patient underwent breast augmentation revision with a mentor memorygel breast implant 250cc gel prosthesis. Capsular contracture baker grade ii on the left breast prosthesis was diagnosed intraoperatively through ultrasonography. As a result, the patient underwent unilateral removal and replacement with a mentor memorygel breast implant gel prosthesis on (B)(6) 2018. The device was received at mentor containing gel with clear appearance. Yellow material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team visual examination indicated the device appears intact. No anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. At this point it is not possible to determine the origin of the yellow material observed. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) was reviewed (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).